Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line during dwell 2. The patient stated that she got air in the line because she had to leave and forgot to press stop, then came back and reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The root cause was determined to be user error. Labeling was reviewed for the related use error and there were no issues and no label deficiency. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding air in the patient line that occurred on the home choice (hc) unit during dwell 2. The technical service representative (tsr) explained that the hp needed to end therapy and start over with new supplies. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone; the hp said she got air in the line because she had to leave and forgot and then came back and reconnected. The hp said she was traveling and that was why she forgot. The hp said she did not notify her nurse and the writer advised contacting the nurse whenever air is found in the line. The hp said therapy had been going fine since and she was doing well. No patient injury or medical intervention was reported.